Manufacturer narrative:
Upon inspection, found a loose screw, after tightening the screw and confirming continuity to ground, reassembled the covers and ran daily calibration and qa tests, both of which passed. Also, conducted several scans, including scout scans, with no issues. No harm to the patient or users.

Event description:
The scanner stopped mid-scan. After restarting the scan, it finished successfully, but unable to view the images on the tablet.